Manufacturer narrative:
Qn#(B)(4). The reported complaint of excess helium depletion is not able to be confirmed as no iabp part was returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. Teleflex will continue to monitor and trend on reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that the "nurse called with concerns about helium usage. She stated that they changed the tank out 3 hours ago and it was already at the halfway mark on the helium indicator bar. She has not had any helium loss alarms. No blood in tubing." As a result, the pump was switched out for another. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that the "nurse called with concerns about helium usage. She stated that they changed the tank out 3 hours ago and it was already at the halfway mark on the helium indicator bar. She has not had any helium loss alarms. No blood in tubing." As a result, the pump was switched out for another. No patient harm or injury. The patient status is reported as "fine".